Manufacturer narrative:
The pump is in the process of being evaluated. A follow-up report will be filed upon completion of the eval, or if any additional details become available.

Event description:
The facility representative reported a pump with failure code 810:11. This problem was identified prior to use. There was no report of pt injury or medical intervention necessary. This device utilizes user interface module (uim) master software version 6.13.90, categorized as unremediated. No additional info is available.